Manufacturer narrative:
The tech replaced the pacm circuit board to repair the bed.

Event description:
Info received indicates, while checking the bed functions, the tech found there was no intellidrive function due to fluid on the pacm circuit board.